Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored and no failed battery test alarms occurred during testing. No unexpected alarms or beeping tones after battery removal was noted. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was 336 mg/dl. The customer stated that when entering the blood glucose, the numbers began to scroll without button presses. The customer stated that he changed the battery and now the pump keeps beeping. The customer was advised that the failed battery test happened when the customer reinserted the battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.